Manufacturer narrative:
No RMA has been initiated for this issue. Model tdx4base, serial number/date code (B)(4) is approximately 4 years old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female whose height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Ongoing problems with wheelchair. She alleges she was injured during one of her outings. Feels chair isn't helping her out. Dealer seems to be dodging her also.